Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the electrosurgery unit was accidentally activated due to the incorrect placement of the device pedal on the base of the operating table which was activated accidentally when it was lowered. The pedal activation was at 30 watts for 4 minutes and 3 seconds. The patient acquired iatrogenic thermal injury to the small bowel and also a superficial skin line burn.